Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection did not indicate any damages or abnormalities to the construction. The infusion set was primed and a leak was immediately identified. The leak was at the lower pumping segment fitting to the infusion set tubing. The customer complaint of leakage was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation it was determined that the root cause was an issue with the solvent dispenser or the solvent application was not carried out correctly by the assembler. A work order was generated to review the solvent dispenser used to assemble the reported engagement. Additionally, a quality alert was created and communicated to the production personnel, cleanliness and order in the work area was reinforced to ensure that there are no loose components on the assembly line, and increased visual inspections have been implemented. A device history record review for model 2420-0007 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: entire test dose of iron dextran leaked from infusion pump. Leak was noted to be coming from the bottom of the pump below the casette. Injuries or adverse event: no. Item: 2420-0007. Quantity affected: 1ea.